Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
During left total knee arthroplasty with robotic assist, while placing the first guidance drill pin, the tip of the pin broke off into the tibial canal. The surgeon documented the break occurred due to the pt's bone quality. Th surgeon elected to retain the small fragment as the risks of removal far outweighed the risks of retention. FDA safety report ID# (B)(4).

Event description:
During left total knee arthroplasty with robotic assist, while placing the first guidance drill pin, the tip of the pin broke off into the tibial canal. The surgeon documented the break occurred due to the pt's bone quality. Th surgeon elected to retain the small fragment as the risks of removal far outweighed the risks of retention. FDA safety report ID# (B) (4).

Manufacturer narrative:
Follow-up #1 and final report submitted to update sections d.3, g.1, g.4, g.7, h.2, h.3, h.6, h.10 and h.11 based on the results of investigation. Reported event : during left total knee arthroplasty with robotic assist, while placing the first guidance drill pin, the tip of the pin broke off into the tibial canal. The surgeon documented the break occurred due to the pt's bone quality. Th surgeon elected to retain the small fragment as the risks of removal far outweighed the risks of retention. FDA safety report ID# (B) (4). Product evaluation and results: product inspection could not be performed as the product was not available for evaluation. Product history review: review of the device history records indicate 439 devices were manufactured and accepted into final stock on 02/21/2019. No non-conformances were identified during inspection. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 143110, l/n w62601-2 shows no additional complaints related to the failure in this investigation. Conclusions: the alleged failure mode could not be confirmed as the product was not available for inspection. No additional investigation or specific actions are required.¿ corrective action/preventive action: a review of stryker¿s nc/CAPA database indicated there have been an ncs and capas associated with the product and failure mode reported in this event. This is nc 1470754 and CAPA 1480798. H3 other text : product was not available for evaluation.